Event description:
It was reported that during a stenting treatment procedure stent damaged occurred and five days later the patient expired. Access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified, eccentric and de novo left anterior descending artery (lad) which had a bend between 45 - 90 degrees. Rotational ablation was performed in the ostial and mid lad with a 1.75mm bur, twice at 120.000 rpm and once at 150.000 rpm. Afterwards, the mid to distal lad was predilated with a 2.5x15mm balloon and a 2.5x16mm promus element stent was implanted in the mid to distal lad at 14atms for 15 seconds, a 3.0x18mm non bsc stent was implanted in the mid lad at 16atms for 25 seconds and a 3.5x12mm promus element stent was implanted in the ostial lad at an unknown pressure for 20 seconds. Post dilation was performed with a 3.5x10mm nc balloon at 14atms in the mid lad and at 18atms in the ostial lad. A "strange image" was noted on angiography after the deployment of the 3.5x12mm promus element stent in the ostial lesion. Ivus was performed and it was discovered that a stent strut of the 3.5x12mm promus element stent was damaged; however, it was noted that there was no dissection and the damaged strut did not compromise flow. The 3.5x10mm nc balloon was inflated at 6atms in the area of the stent strut damage. Good apposition and expansion of the stent were verified with ivus. It was noted that there was a good final result in the lesion with timi 3 flow. No patient complications were reported and the patient's condition following the procedure was good. It was noted that the patient remained at the hospital due to other concomitant diseases and the patient passed away five days later. The patient's cause of death was due to a large thrombus in the iliac artery. The physician does not believe that the patient's death is related to the stenting procedure or the promus element stents that were implanted in the lad.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).